Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they went into a department store on saturday (B)(6) 2024 and something in the building set off their device and it almost put them to their knees. They said it hurt so bad. The patient stated that they had been to the store multiple times and this had never happened. Agent reviewed device compatibility with security scanners and possible adverse events. Agent recommended that patient turn therapy off in the future. The patient was redirected to their healthcare provider to further address any concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.